Event description:
(B)(6) returned my call stating that the resident was frothing at the mouth and that due to her being diabetic she performed a finger stick, and the results at 8:00am were 72mg/dl. The resident was then taken to the ER where she had another finger stick at 8:20 am and the results were 22mg/dl. The caller was given gluco-gone and is now doing well. Controls used were in range. Replacing product.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter casing was cracked and screws missing, however this defect did not affect product performance. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No performance failure detected.